Event description:
It was reported that some of the segments on the display are not illuminating. Additional information received indicated that the led segments are missing from the display of measured values. The unit was able to engage in monitoring activities. No patient involvement.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, some of the led display segments did not illuminate. The led display board was replaced and the unit functioned as designed. A service history record review reviews that this unit was in the field for over 5 years with no previous reported issues prior to this reported event.